Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off, the foam blocked the flow route. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off, the foam blocked the flow route. The device's air inlet path assembly was replaced to address the issue.